Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during surgery, the tip of the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Event description:
It was reported that during surgery, the tip of the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
H6; the reported event, for blade break, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.